Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motor error while trying to bolus. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer reported that three weeks prior to call he had received multiple motor error alarms and has been on manual injection and was hospitalized due to diabetic ketoacidosis. Customer also reported that he was currently in the hospital due to diabetic ketoacidosis and high blood glucose and did not have the exact blood glucose reading. Customer stated that her blood glucose reading was in the 400's mg/dl when she first had the issue with the insulin pump. The customer experienced symptoms such chest pains and high ketones. The customer was treated with manual injection. No other information regarding hospitalization was given by the customer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed displacement test, rewind, prime, and excessive no delivery alarm test. Unit functioned properly unable to complete functional test including dat test, basic occlusion and occlusion test due to broken reservoir tube lip. No motor error alarm noted during testing. However motor was tested outside the device and passed. Unit received with scratched lcd window, cracked reservoir tube window corners, partially broken reservoir tube lip, cracked battery tube threads and missing end cap sticker.